Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion and the left ventricular (lv) lead had high threshold measurements. It was also noted that the right atrial (ra) lead had dislodged. After extraction of the lv lead, the ra lead experienced an increase in lead impedance and thresholds. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.